Event description:
It was reported that the right atrial lead exhibited unacceptable thresholds; x-ray revealed that there was no slack on the lead. The lead was capped and replaced. The patient experienced no adverse consequences and was stable post procedure.

Manufacturer narrative:
(B)(4).